Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8553, lot# unknown. Product type: refill kit. (B)(4).

Event description:
It was reported that, during a refill procedure, the patient began showing symptoms of an overdose. The symptoms included drowsiness and the sensation of heat. At that time, the physician immediately aspirated all the medication he could get from the pump. The patient was monitored for one hour until all of the symptoms had vanished and the patient was okay. The physician confirmed he had been deep enough to be inside the refill port, though it was noted that the event may be due to a pocket fill. It was noted that, at the time of report, there was no patient injury or adverse event. The drug used in this system was morphine.